Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be operating in safety mode as was reported from the field. Memory review confirmed that the device underwent a reset due to memory corruption. A memory error was recorded on february 1, 2023 followed by three device faults. It is normal device function for this product to revert to safety mode after detecting three faults in a short period of time. The device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Detailed analysis determined the root cause of the memory corruption appeared to be due to an issue with a digital integrated circuit component.

Event description:
It was reported that the patient presented to the emergency room (ER) as this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have delivered inappropriate shocks. Upon device interrogation, it was determined that the crt-d had entered safety mode, and it was suspected that the inappropriate shocks were attributed to unipolar oversensing. Device return was recommended for analysis. Subsequently, the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) as this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have delivered inappropriate shocks. Upon device interrogation, it was determined that the crt-d had entered safety mode, and it was suspected that the inappropriate shocks were attributed to unipolar oversensing. Device return was recommended for analysis. Subsequently, the crt-d was explanted and replaced. No additional adverse patient effects were reported.